Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation procedure, the device bent as it passed through the patient's costal cartilage. Procedure was aborted and rescheduled. Patient had completed treatment from rescheduled and completed surgery.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found that part of the outer antenna shaft was broken. All parts were still attached to the device. The reported condition was confirmed. The investigation found the shaft of the antenna was broken. This break is consistent with the user exceeding the shaft bend radius limit. The antenna would not activate due to the broken shaft. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, do not apply excessive lateral or rotational force during insertion or extraction of the antenna. Doing so may lead to breakage of the antenna and injury to the patient or user. Users should not touch the antenna radiating section at any time during the application of power. If information is provided in the future, a supplemental report will be issued.